Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardiac monitor was being prepared for implant at the hospital. Upon interrogation, it was found that the majority of the battery had depleted. It was not used.

Manufacturer narrative:
The field event was confirmed. Device exited shipped settings more than a year before the attempted implant date. Review of session record found battery usage since exiting shipped settings is consistent with battery indicator display. Further analysis performed did not find any anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.